Event description:
Edwards learned that a (B)(6) female patient had undergone a third replacement of her tricuspid valve due to insufficiency. The patient had initially been implanted with a 25mm aortic pericardial valve in the tricuspid position. Approximately four (4) years and two (2) months after implant, the patient had a second bioprosthesis, a 26mm transcatheter valve, implanted into the failing 25mm aortic pericardial valve to correct a recurrence of the tricuspid insufficiency. Recently, the patient presented with recurrent tricuspid insufficiency and both the aortic pericardial and the transcatheter valves were explanted as one unit. The valves re being returned for evaluation. A 25mm mitral pericardial valve was implanted as a replacement. The surgeon commented that the patients pre-operative condition was better now than at the time of the second procedure and it was decided she would undergo re-do surgery. The patient is currently doing well.

Manufacturer narrative:
Method: device evaluation anticipated but not yet begun. Conclusion: device evaluation anticipated but not yet begun. Additional manufacturer narrative: the device is currently en route to our product evaluation lab in california. Product evaluation results will be submitted on a supplemental report. The device history record (DHR) review is in progress. There are many factors that could result in the need to explant a valve or replace a valve in a valve-in-valve procedure, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted or replaced because they are not functioning optimally. In this case, the recurrence of insufficiency most likely is due to patient factors. However, patient medical history has not been made available. Without this information, the root cause for the tricuspid insufficiency cannot conclusively be determined the IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4). Evaluation summary: valve was received with heavy host tissue overgrowth which encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 7 mm on leaflet 2. Host tissue overgrowth was moderate around the stent circumference at the inflow aspect and minimal around the stent circumference at the outflow aspect. The x-ray demonstrated wireform intact and no calcification. Native subvalvular apparatus was also observed on the sewing ring on the outflow and inflow aspect. The leaflets at the inflow aspect of the valve were not able to be evaluated due to valve in valve. (B)(4). The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing bioprosthetic valve over time is more likely due to stenosis which occurs as a result of calcification or host tissue overgrowth. In this case, an aortic surgical valve was implanted to the tricuspid position. Subsequent transcatheter implant into the surgical valve took place and both valves were explanted due to a recurrence of tricuspid insufficiency and stenosis after a relatively short period of time. The product evaluation was not able to confirm the clinical report of stenosis due to the valve-in-surgical valve intervention. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.